Manufacturer narrative:
The cartridge associated with the event has not been received for evaluation. A review of the device history record (DHR) of the reported lot number confirmed no related defects were found during the manufacturing and the lot was released for distribution having met all product design requirements. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2018 from a nurse who reported that the arterial line broke off inside the patient's catheter. No additional information was provided.

Event description:
Additional information received on 12 nov 2018 from the nurse stated the patient required use of interventional radiology on (B)(6) 2018 to repair the central venous catheter prior to resuming hemodialysis therapy.